Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Patient reported "your company withdrew certain breast implant models from the market in december 2018 because potential health risks could not be ruled out" and "a sonographic examination of my breast revealed tears in the implant. In addition, leaked fluid was identified, which is now present in the surrounding capsule. This finding indicates a significant material defect". Healthcare professional later reported "degree of capsular contracture according to baker: iii (implant palpable and visible, breast deformed)", implant wrinkles; yes, intracapsular rupture (still symmetrical pattern of the mirror artifacts, intracapsular fluid". Patient later reported "there was no rupture to be seen there! The implants are very wrinkled, so it probably looked like a rupture on ultrasound" and a very slight capsular contracture and some fluid can be seen, as already in the ultrasound" confirmed via MRI. This record is for the left side. The devices remains implanted.

Event description:
Patient reported "your company withdrew certain breast implant models from the market in (B)(6) 2018 because potential health risks could not be ruled out" and "a sonographic examination of my breast revealed tears in the implant. In addition, leaked fluid was identified, which is now present in the surrounding capsule. This finding indicates a significant material defect". Healthcare professional later reported "degree of capsular contracture according to baker: iii (implant palpable and visible, breast deformed)", implant wrinkles; yes, intracapsular rupture (still symmetrical pattern of the mirror artifacts, intracapsular fluid". Patient later reported "there was no rupture to be seen there! The implants are very wrinkled, so it probably looked like a rupture on ultrasound" and a very slight capsular contracture and some fluid can be seen, as already in the ultrasound" confirmed via MRI. This record is for the left side. The devices remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.